Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 471 mg/dl. Doctor advised customer to go to the emergency room to receive fluids. Customer was wearing insulin pump at the time of hospitalization. Customer was assisted with time set up. The insulin pump was not returned for analysis.